Manufacturer narrative:
Internal file number: (B)(4). Outcomes attributed to adverse event unchecked box for disability or permanent damage. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated, and the reported entrapment of device or device component that resulted in physical resistance appears to be related to the patient pathology/morphology. The reported device damaged by another device was due to user technique/procedural circumstances. The patient effect of foreign body in patient is related to procedural circumstances. The reported patient effect of failure to retrieve mitraclip ntr/xtr system component, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedure. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Concomitant medical products: 4 implanted mitraclips, steerable guide catheter, balloon pump. The other two mitraclip devices (81102u163, 81201u179) referenced are filed under separate medwatch report numbers.

Event description:
This is filed because clip (90109u133) caused another clip to detach from one leaflet and then became caught in the chords where it was deployed. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr to 1-2. On (B)(6) 2019 a second procedure was performed as the mr was noted to be increased to 4. Two clips (81203u108, 81102u163) were implanted however there was no change in mr. Imaging was noted to be poor during the procedure, therefore, a third procedure was planned. A third procedure was performed on (B)(6) 2019. The patient was attempted to be taken off of the balloon pump, but crashed and reverted back to balloon pump and the physician deemed the patient to be in critical condition. A 4th clip was placed in the medial side. Then a 5th clip (90109u133) was placed in-between the 2 clips in the ventricle from 1/28, but the physician went through the wrong hole and the clip became stuck. In an attempt to maneuver the clip, the physician pulled on it and consequently hit one of the implanted clips (81102u163), causing the clip to detach from one leaflet and remain attached to the other leaflet (single leaflet device attachment (slda). The physician went back to the ventricle (the correct intended spot) and during positioning, the clip became stuck in the chords therefore the clip was deployed on the chords. An attempt was made with a 6th clip (81208u253) however leaflet insertion could not be confirmed therefore the clip delivery system (cds) was removed. The procedure concluded with the mr remaining at 4. No additional information was provided.